Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge of the crimped stent were damaged, deformed and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found mild bending to the shaft at the proximal end adjacent to the strain relief section which suggests that resistance was experienced at some stage during the procedure. There was no damage however to the structural integrity of the shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 15-jul-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous left anterior descending artery. A 20x3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device without issue. No patient complications were reported and patient's status was good. However, returned device analysis revealed distal stent damage.